Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping and wondered if it was the implanted device. It was noted the patient said it "buzzed a couple of times." Follow up concluded the device alerted due to the right ventricular (rv) lead impedance going below the lower limit. The alert was turned off and no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.